Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump alarmed occlusion on the patient side and when the nurse opened the pump to troubleshoot there was a balloon found in the silicone segment. There was no report of patient harm.